Event description:
It was reported that there was no speed display on the console. A 230v rotablator rotational console kit assy gen was selected to treat the lesion. During preparation, it was noted that there was no speed display on the console. The procedure was postponed. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Batch manufactured date: prior to 2005. Device evaluated by manufacturer: device was returned for analysis. The console was tested using a foot pedal and a rotalink 1.75mm burr. There was no rotational speed in dynaglide or turbine mode due to a massive gas/air leak at the turbine pressure switch. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that there was no speed display on the console. A 230v rotablator rotational console kit assy gen was selected to treat the lesion. During preparation, it was noted that there was no speed display on the console. The procedure was postponed. There were no patient complications reported.